Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Patient reported left side capsular contracture, baker grade unknown and that the implant "has moved". The device remains implanted.

Event description:
Patient reported left side capsular contracture, baker grade unknown and that the implant "has moved". The device remains implanted.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Malposition: unable to observe since it is not related to the device. Hematoma: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
The device has been explanted.

Event description:
Patient reported, left side capsular contracture, baker grade unknown. And that the implant "has moved". The device has been explanted.

Manufacturer narrative:
Clarification to d.9.: returned to mfg on: the device has not been returned.